Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than a year from the last few check, however, recently it showed three years. Boston scientific technical services (ts) suggested to consider hex dump at the next patient follow up. To date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the device was confirmed. The device triggered replacement while implanted. Further, the device passed labeled longevity calculation. Moreover, using device currents noted in the device memory the device was near a bin edge. Varying of pacing impedances, pacing rate or auto capture voltage could cause the device to calculate total current in bin one which would cause the device to declare elective replacement time (ert) sooner.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.